Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6). The field service engineer has inspected the instrument and has replaced the sample probe. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as "(B)(6)".

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine plus ver.2 on a cobas c 111 analyzer. The first sample initially resulted in a creatinine value of 1.19 mg/dl and it repeated as 0.84 mg/dl. The second sample initially resulted in a creatinine value of 1.38 mg/dl and it repeated as 1.10 mg/dl.